Manufacturer narrative:
Follow-up report will be submitted once the investigation is complete. Patient information and event date were requested rom customer. No response was received. This is pending repair completion.

Event description:
The customer reported that the blower is not running. The customer reported the device was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up. The customer reported that the patient was harmed. It was not specified what kind, but they stated the incident report was already submitted.

Manufacturer narrative:
Per the customer, there was definitely no patient harm reported. The customer originally had misinformed us that there was patient harm. This is a correction to reflect no patient harm reported and this was a malfunction.

Manufacturer narrative:
Follow-up root cause: the customer returned the unit as a defective on arrival (defoa). The returned ventilator was run for three hours in diagnostic at full motor speed (setting p=10 cm h2o) and it was run for 9 days in normal operation. No errors occurred and no failure was found.

Manufacturer narrative:
Updated .